Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the physician tried to retract the helix and move the lead from the initial placement due to sub-optimal sensing. After around 30 rotations the helix sprang back almost instantaneously. At the second position, the helix took approximately 50 rotations to re-extend. Since the sensing numbers were again sub-optimal, the helix was retracted (requiring approximately 50 rotations), and the lead was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the physician tried to retract the helix and move the lead from the initial placement due to sub-optimal sensing. After around 30 rotations the helix sprang back almost instantaneously. At the second position, the helix took approximately 50 rotations to re-extend. Since the sensing numbers were again sub-optimal, the helix was retracted (requiring approximately 50 rotations), and the lead was removed. No patient complications have been reported as a result of this event.